Event description:
It was reported that during stent placement in left anterior descending, when the guide wire was withdrawn, the distal tip of the guide wire was noted to remain in the vessel. The pt was subsequently moved to open heart surgery and underwent bypass surgery with no complications or difficulties. The small tip of guide wire was recovered from the diagonal vessel.